Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that there was damage to the battery compartment and the threads were stripping on the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump was returned with the battery compartment cracked on the side. The battery compartment threads were also observed to be stripped. The returned battery cap was able to hold for testing. Unrelated to the original complaint, the audio bolus button cover was torn but still operable.